Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary:one guidewire from an x-port isp kit was returned for evaluation. It was noted that the outer coil wire was stretched and unraveled near the distal end. It was also noted that the distal end of the inner core wire was protruding through the stretched outer coil wire and the guidewire was bent. Based on these findings, the investigation is confirmed for the reported frayed guidewire. It is likely that the damage that caused the guidewire to fray also caused the guidewire to bend. However, the definitive root cause for the damage to the guidewire could not be determined based upon available information. Possible contributing factors include retraction of the guidewire against the needle bevel, insertion technique and insufficient sized skin nick. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the tip of guidewire became frayed and could not be used. A guidewire from another manufacturer was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that the tip of guidewire became frayed and could not be used. A guidewire from another manufacturer was used to complete the procedure. There was no reported patient injury.